Event description:
A nurse reported that they have received yellow gloves, and that the doctor has diagnosed a "few" cases of toxic anterior segment syndrome (tass). The nurse stated that the gloves are not really suspect, but would like them evaluated in hopes of ruling them out as a potential cause. No patient identifiers were provided. Additional information has ben requested. This is the first of three reports from this facility.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).